Manufacturer narrative:
Section h4, b3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of amaurosis fugax could not be conclusively established through this evaluation. The patient saw an ophthalmologist on (B)(6) 2018 for double vision episodes lasting 5 to 10 minutes and 3 to 4 times per day since implant. The patient also reported a loss of visual acuity in their left eye on (B)(6) 2018 along with seeing different colors and a headache. The patient denied any changes in distance vision, near vision, or pain in either eyes. The patient¿s amaurosis fugax was considered to be possibly related to the pump. On (B)(6) 2018, the patient had a normal ultrasound of the carotid arteries, and a head computed tomography demonstrated no acute abnormality. The patient reportedly had a personal history of transient ischemic attack (tia) and cerebral infarction without residual deficits. A head and neck computed tomography angiogram were performed on (B)(6) 2018 that were negative for stenosis and occlusion. The patient was seen in the clinic on (B)(6) 2020, and the patient reported having left eye blindness/grayness a few times since pump implantation, lasting less than 2 minutes, with the most recent episode of rare left eye blindness the previous week. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017 via customer order (B)(6). The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a review of source documents for cap subject's adverse event for visual disturbance, a potential complaint was identified. According to the source documents, amaurosis fugax is possibly related to the left ventricular assist device. No further information was provided.